Event description:
A caller reported experiencing an error with their continuous glucose monitor. There was no reported adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for resetting the pump and assisted the caller through the process, after which the sensor session was successfully restarted without further errors.